Event description:
During verification testing at the svc ctr, the device did not deliver a dose when the button on the pt bolus cord was pressed.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.